Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer¿s subsidiary, the user facility reported that the hlm would not turn on during a routine inspection when the power switch was activated. The manufacturer¿s subsidiary¿s technical service inspected the hlm and identified that the circuit breakers were found to be thrown. The input line breakers were reset and the hlm powered up normally.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) did not turn on. There was no patient involvement.